Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was surgically abandoned after demonstrating high impedance. It is suspected the lead was fractured.